Event description:
It was reported that the actual delivered pacing rate was different than the set rate on the external pulse generator (epg). The lower rate was set at 60 bpm, however the device paced at 80bpm. The device was returned to the manufacturer. Follow-up information indicated that this event occurred during testing of the device prior to use, so there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions. (B)(4).

Event description:
It was reported that the actual delivered pacing rate was different than the set rate on the external pulse generator (epg). The lower rate was set at 60 bpm, however the device paced at 80bpm. The device was returned to the manufacturer. Follow-up information indicated that this event occurred during testing of the device prior to use, so there was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the high rate cover was contaminated, the upper case was contaminated, the lower case was contaminated, the heart wire block was contaminated, the battery drawer was contaminated, two side bail covers were contaminated, the ring cover was contaminated, the battery latch o-rings were contaminated, the heart wire contacts were contaminated, the ring was bent, the main printed circuit board (pcb) was defective, the interconnect flex was damaged and the high rate keypad was contaminated. Further analysis was performed on the main pcb. This analysis could not confirm the reported event or the failures seen during repair of the device regarding rate or output. No defect found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.